Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was short. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found evidence of short battery life as well as unacknowledged empty cartridge warning. On investigation, the pump powered up with the appropriated audible and vibratory functions. A rewind/load/prime sequence was executed without incidents. The electrical current draws were found high out of specifications. When the pump was opened to further investigate, defective solder was found on the connector pin of the continuous glucose monitoring circuit. Current draws returned to normal after the pin was re-soldered. Unrelated to the power issue, it was observed that the bolus button cover was torn while the button responded properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).